Manufacturer narrative:
Evaluation results: one medfusion 3500 was returned for investigation in used condition. The tamper seal was missing, and the right plunger case was cracked. The investigator noted that there was too much glue on the left plunger case. This was causing the plunger board to not fit correctly. The sizepot sensor could not be calibrated for this reason. A review of the event history log showed evidence of a check clutch/ plunger lever error. The customer reported product problem was not replicated after multiple flow and occlusion tests. The left and right clutch halves, leadscrew, and spring, were replaced as a preventative measure. The parts that were replaced were over 6 years old. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump exhibited a clutch lever error. No patient injury or complications were reported in relation to this event.